Event description:
Lumbar laminectomy with double fusion, bone graft and spinal instrumentation. No overall improvement since surgery. Rptr has new chronic pains, cramps and numbness, legs & hips have chronic fatigue and pain, surface numbness of feet and legs is slowly increasing, cannot walk with normal ease or gait. Chronic aches in waist, hips, legs and feet. From the waist down rptr has constant discomfort working at his desk job, which is very difficult and painful.